Manufacturer narrative:
Other # field is populated with the di number. Additional suspect medical device components involved in the event: model #: sc-2316-50, (B)(4), description: infinion 1x16 perc lead kit-50 cm model #: sc-3400-30, (B)(4), description: infinion splitter 2x8 kit (30 cm) the explanted devices were not returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient had lost stimulation. High impedances were noted. The patient underwent a revision procedure wherein the physician discovered that the leads were broken. It was unknown if the damage was before or during the surgery. The physician replaced the leads and the patient was doing well postoperatively.